Manufacturer narrative:
The reported event could be confirmed as the device was returned and matches the alleged failure. The received device was visually inspected, and we see spot marks on the device which indicate the usage of the device over the years. One of the pointed tips is bent in an outward direction indicating excessive force application on the device. A functional inspection was conducted to check the locking of ratchet locks; we found a gap between the locking teeth causing the loosening in locking. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation and the root cause can be attributed to user related as we can see signs of application of excessive force as well as of improper handling leading to deformation of handles creating gap between the ratchet locking teeth. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported, after the procedure, the inspector confirmed that the ratchet is loose and that tip is bent.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported, after the procedure, the inspector confirmed that the ratchet is loose and that tip is bent.